Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reported manufacturer number: 3006705815-2023-06454. It was reported following the initial implant procedure, the patient developed blood clots in both the ipg and lead site. As such, the entire system was explanted. Patient is in stable condition.